Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked in multiple locations along its length. The embolization coil was intact with its pusher assembly and had offset coil winds on the proximal end. The introducer sheath was ovalized approximately 35.0 thru 38.0 cm from the distal tip. Conclusions: evaluation of the returned smart coil confirmed that the embolization coil had offset coil winds on its proximal end. If the device is forcefully manipulated against resistance, damage such as offset coil winds may occur. The non-penumbra microcatheter identified in the complaint was not returned for evaluation. Therefore, the root cause of resistance during advancement could not be determined. It was reported that the embolization coil may have gotten caught onto the stent device and stretched. This may have also contributed to the offset coil winds. Further evaluation of the returned smart coil revealed that the introducer sheath was ovalized. This damage may have contributed to the resistance experienced during attempts to re-sheath the smart coil during the functional test. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, the physician placed a stent device over the aneurysm and advanced a non-penumbra microcatheter through the stent device. While advancing a smart coil through the microcatheter, resistance was encountered and the physician felt like the microcatheter was kicking back. Therefore, the physician decided to remove the smart coil. While removing the smart coil, the physician noticed the proximal portion of the embolization coil looked ¿stretched¿ near the distal detachment tip (ddt). It was reported that the smart coil may have caught onto the stent device and stretched. The physician re-sheathed the smart coil but decided not to re-use it for the remainder of the procedure. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.